Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure 4 in.pact av access balloon catheters were used to treat the venous outflow, brachiocephalic/superior vena cava (svc) stent and the cephalic arch of the right arm. Approximately 3 months post procedure the patient suffered from venous outflow restenosis of the arteriovenous fistula (avf). A fistulogram was performed which showed restenosis of the venous outflow, the index lesion. The event was treated with medication and a percutaneous intervention using a dcb of the venous outflow and in cannulation zone of the right arm. There was complete resolution of the stenosis and no immediate complications were noted. The patient recovered.